Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found the tamper seal to be missing, and downstream occlusion sensor (dso) appears to be undamaged and there is no evidence of fluid ingression. The device's event history log was reviewed for evidence of the reported problem and found a "high pressure" alarm in the log. To conduct functional testing a battery loss alarm test was performed. Upon testing, the reported problem was not able to be duplicated. The dso was replaced as a preventative measure. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Operator of device: is unknown. No information provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during bench testing, the device alarmed with cassette attached. No patient injury was reported.